Event description:
It was reported by the affiliate that during an unk procedure, the cutter did not work. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.